Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 249 mg/dl. The cause of the bg was not known; however, the customer suspected that it might be due to being sick. The ketone level was a "trace". The customer had gone to the emergency room (ER) and was treated with a "bag of fluids". After 4-5 hours, the customer left the ER with a bg of 165 mg/dl and was feeling better.